Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which was never implanted was removed from archives for additional testing.